Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a cosmetic plastic surgery, the thread broke and there was a needlework separation. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted a partial suture and one needle. The needle was observed to be detached from the partial suture and bent at the tip. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.